Manufacturer narrative:
Health care professional ticked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the nim mainframe system displayed an alarm "cannot continue. Critical test failed" and could not enter the display interface. There was no known patient impact.

Manufacturer narrative:
H3: analysis found that the touchscreen controller test-failed after power on. H6: codes updated, previously submitted codes fdm b17, fdr c20 , fdc d16, img g02030, ime e2401 and imf f24 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the nim mainframe was used in facial nerve monitoring but could not enter the normal use page when turning on the machine and cannot use the device normally and the system became inoperable or unable to proceed to the next stage after an alarm was displayed. The operation was continued, but facial nerve monitoring was not performed, did not affected the operation. No replacement device was used, tried restarting the machine, but it still didn't work properly. There was no patient impact associated with this event.